Event description:
It was reported that the patient was experiencing bradycardia and dyspnea. It was also reported that a lead malfunction was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation was breached cut, there was blood in the proximal conductor, and there was apparent explant damage. (B)(4).